Manufacturer narrative:
The insulin pump was received with broken battery cap. The insulin pump was received with cracked battery tube threads.

Event description:
The customer reported via phone call that they could not align the battery cap. The customer's blood glucose was around 130 mg/dl at the time of incident. The customer stated that the battery cap was not damaged. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.